Manufacturer narrative:
Reference (B)(4). The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists under section 8.2.2 "acceptable host reactions to device¿- biocompatible design features; femoral component, tibial bearing component, tibial tray component locking bar component (host bone fracture). Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Other related medwatch reports: 0001825034 - 2017 - 10447, 0001825034 - 2017 - 10448.

Event description:
It was reported that the tibial island did not stay intact during trialing, which reasonably suggests a bone fracture. No medical intervention or malfunction were reported. Additional information has been requested and is not currently available.